Event description:
The patient was revised because of cup loosening with metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Repeated attempts to obtain the complaint samples and or matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: examination of the returned devices finds abnormal wear on the rim of the liner and acetabular cup indicating eccentric loading of the femoral head. Review of the provided patient x-rays finds the cup has a reasonable abduction angle but may have limited version. The femur has limited offset with respect to the contralateral, this may be due to the medial position of the shell. No pre-primary x-rays are provided for review. Received medical records indicate the patient's reported pain mainly came from a failed hip abductor repair in the primary surgery as the abdutor muscles were not attached when he opened the hip joint. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.